Event description:
Additional information was received that the patient was scheduled for an in clinic evaluation on an unknown date in the future.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms resulting in a red alert in the remote home monitoring system. Additionally, review of data in the remote home monitoring system noted that atrial tachycardia discrimination was programmed on, however, the patient does not have an atrial lead implanted. No adverse patient effects were reported. This product remains implanted and in service.